Event description:
A malfunction alarm was reported with no notable events occurring beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support to place the malfunctioning pump into storage mode before returning it and was informed about using multiple daily injections (mdi) as backup therapy. Additionally, a replacement pump was sent to the customer, and instructions on the next steps were provided, which the customer understood and acknowledged.